Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the gde (gas delivery engine) assembly and o2 (oxygen) cell. All work was performed in accordance with avea service manual revision g. Est (extended systems test) and performance check was done and all passed. The vent is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fraction of inspired oxygen failed while on a patient on the avea ventilator. At this time, there is no information regarding patient harm associated with the reported event.